Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be reproduced/confirmed. The event can be detected/prevented by following the instructions for use which state: [4.8 inspection of the brightness mode selection function] when using a fiber endoscope or a rigid endoscope without a video converter or camera head, set the brightness mode to ¿manu¿. Setting it to ¿auto¿ does not enable the automatic brightness adjustment, and the brightness may not be adequate. [4.9 inspection of brightness adjustment] if the video system center is not turned on, the automatic brightness adjustment does not function, and the brightness may be insufficient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the loaner device evis exera iii xenon light source image was too dark. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.